Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 7 events were reported for this quarter. Product return status: 3 devices were received. 4 device investigation types have not yet been determined. Event confirmation status: 3 reported events were not confirmed. Evaluation results: 3 devices were found to be affected by corrosion. Additional information: 7 devices were not labeled for single-use. 7 devices were not reprocessed or reused.

Event description:
This report summarizes <noe> 7 </noe> malfunction events in which the device reportedly overheated. 4 events had no patient involvement; no patient impact. 3 events had patient involvement; no patient impact.

Event description:
This report summarizes 7 malfunction events in which the device reportedly overheated. - 4 events had no patient involvement; no patient impact. - 3 events had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program.supplemental rationalecorrected data: b5, h107 previously reported events are included in this follow-up record.product return status7 devices were received.

Event description:
This report summarizes 7 malfunction events in which the device reportedly overheated. 4 events had no patient involvement; no patient impact. 3 events had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: b5, h10 7 previously reported events are included in this follow-up record. Product return status 5 devices were received. 2 device investigation types have not yet been determined. Event confirmation status 5 reported events were not confirmed. Evaluation results 3 devices were found to be affected by corrosion. 2 devices were found to be affected by a fractured gear.